Manufacturer narrative:
This report has been identified as b. Braun (B)(4). B. Braun medical is reporting this because the reported catalog number is part of the prontosan wound irrigation solution product line. Per the manufacturer, their report has been identified as 3007120504-2014-00005. There was no sample sent for investigation and the batch number of the concerned device is not known. The cause for this adverse reaction in this case is not fully clear. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.

Event description:
As reported by the user facility: patient was suffering from a wound infection after lipoma extirpation (left shoulder). Prontosan was used to cleanse the infected wound. After the treatment, the patient suffered from dizziness, loss of consciousness and other typical shock reactions. Patient was suffering from hypertension. Prontosan application was stopped. Patient was treated with fenistil i.v, infusion ringer and was hospitalized for several days and then recovered without sequela.